Event description:
Through further follow up with the clinic regarding patient's seizures, it was confirmed that the physician would not provide any additional information on the report. During this follow up it was mentioned that all the clinic could tell me was that "it did not have anything to do with the vns." No other relevant information has been received to date.

Event description:
The patient was referred for a prophylactic battery replacement, as their battery was noted to be at 11-25%. The patient's mother reported that the neurologist tried turning off auto stimulation to see if it would help slow down the battery usage; however, the seizures came back, so they had to turn auto stimulation back on. The mother mentioned that the patient's seizures were better controlled sometime prior to the battery getting low. The patient's battery was explanted and replaced due to prophylactic replacement. The explanted product has not been received to date. No other relevant information has been received to date.